Event description:
It was reported the customer had excessive delivery alarms on their insulin pump. Troubleshooting could not occur as the mother did not have the insulin pump with her. The mother was advised to try different infusion sets or cannula lengths. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.